Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00 +20.5 diopter) was explanted in a secondary procedure because of patient complaining of blurry vision. Additional information was received and it was learnt that incision enlargement was performed during the explant and tecnis monofocal intraocular lens (model zcb00 +23.0 diopter) was implanted as the replacement lens for the patient. Patient was doing good on discharge. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/07/2018. Device returned to manufacturer? Yes. Device evaluation: the broken sample bottle was returned to the manufacturer. The returned bottle was inspected and a portion of the lens was retrieved from the bottle. The remaining part of the lens was not found in the bottle. The bag was inspected thoroughly to find the remaining part of the lens, but not found. Considering the condition of the returned sample, further analysis is not possible. The reported complaint cannot not be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.